Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 07oct2006. The review was performed from the date of manufacture to the present date 01jul2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinician received the syringe of dopamine in a 3ml syringe, and there was 2ml of medication in the syringe. This was verified with the charge rn there was 2ml of medication along with correct rate and time to infuse. Tubing was primed, which like the charge rn stated only holds 0.7 max of fluid. The clinician was very meticulous with the preparation. The volume was double checked before the syringe plunger down was gently placed down. It was noted to be approximately 1ml of medication in the syringe after priming. The clinician double checked the rate and all appropriate settings on pump, and the medication was started. Per medication label, it was to run for 11 hours and according to calculation it adds up correctly with the volume in the syringe that was provided from pharmacy. Watching the infants vital signs closely, the patient was maintaining good blood pressures. After two hours the syringe alarmed and stated infusion complete. It was verified on the pump that the rate was correct. Pharmacist was called as well as monitored the infant closely. It took approximately 40 minutes to get a new syringe and the clinicians asked for it to be in a bigger volume syringe. The pharmacy department sent a 6ml syringe and the clinician changed all the pumps and tubing at that time. The infant was stable, but during the time in between waiting for new syringe, the patient started to drop bp mean arterial pressure. The clinicians started the second syringe as the infant needed titration up to 11mcg/kg/hr. For the next 13 hours. It was further mentioned that the syringes were bd plastipak and the nurse had the choice of 1 or 3ml. A 3ml was installed but chose 1ml. It is believed that the patient received 0.32ml based on the log analysis by the customer.